Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.